Event description:
It was reported that customer had a blank display on the insulin pump. The customer's blood glucose level was 117 mg/dl. The troubleshooting was performed. The customer was advised to insert the new aaa alkaline battery. The customer states that the display returned. The customer was advised to monitor the insulin pump. The patient was advised that we will ship a replacement battery cap as courtesy to rule out any possible issues with the battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.